Event description:
Reportedly, simultaneous artefacts leading to oversensing were noted on atrial and ventricular channels.

Manufacturer narrative:
Analysis summary: review of the provided files from the device memory revealed that since 31 october 2021, the device intermittently recorded some episodes with atrial and ventricular over-sensing observed due to the abnormal presence of punctual non-physiological simultaneous artefacts on both channels. The origin of the non-physiological signal on the atrial and ventricular channels may indicate that the two leads are in contact and starting to damage each other. The provided x-rays confirmed several contact points between the leads, which had led to abrasion of the outer layer over time. A careful monitoring of both atrial and ventricular lead should be performed to ensure the adequate sensing and pacing functionality. Please refer to the attached report.

Event description:
Reportedly, simultaneous artefacts leading to oversensing were noted on atrial and ventricular channels.